Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure with placement of a 2.5 x 15 mm xience v stent in the mid left anterior descending (lad) artery and a 3.5 x 23 mm xience v stent and a 3.5 x 15 mm xience v stent in the proximal lad. On (B)(6) 2012, restenosis was noted in the stent implanted in the mid lad. A revascularization procedure was performed and the patient condition resolved on (B)(6) 2012. On (B)(6) 2013, restenosis was noted again in the stent implanted in the mid lad. Revascularization was performed on (B)(6) 2013 and the patient condition resolved. On (B)(6) 2014, restenosis was noted in the stent implanted in the mid lad. Revascularization was performed and the patient condition resolved on (B)(6) 2014. On (B)(6) 2014, restenosis was noted in the stent implanted in the mid lad and a revascularization procedure was performed. The patient condition resolved on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.